Manufacturer narrative:
This device remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 153 ohms). A 5 joule commanded shock was performed and shock impedances were within normal range (80 ohms). An additional commanded 41 joule shock was performed and shock impedances were within normal range (impedance at 100 ohms ). The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.